Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) received five shocks, with one suspected to be inappropriate. Episode review was requested to assess morphology and determine the reason for missing markers during the episode. A boston scientific technical services consultant explained device function in regard to storage and available markers. Episode evaluation noted that the onset showed a wide complex with a slow and long rise in the qrs. The shock significantly changed this morphology, but did not slow down the rhythm. However, that change was just enough that the morphology and double detection algorithms were able to withhold therapy from being delivered until the delivery of the second shock. At that point, the qrs started to change back to a slower upswing in the qrs, which was enough of a change in the reference s-ECG to deliver therapy. The consultant calculated a rate between 230-240 bpm which is in the conditional zone and suggested the caller inquiry what the patient was doing at the time of the episode and if it was an activity she would be doing regularly. A reference s-ECG could be captured to see if there is a change in morphology at the elevated rates. The system remains in service and no adverse patient effects were reported.